Event description:
In 2001, the user facility's pa vascular access devices informed the MFR's sales rep of the following: partial occlusion on side. Second lumen occluded one week later. Device was replaced. Device returned for review.